Manufacturer narrative:
UDI is not currently known at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the system became unresponsive while loading exams. The digital visual interface (dvi) cable was re-seated and was able to reboot the system. The system was cycled five times without issues. The system then passed the system checkout and was found to be fully functional. Device manufacturing date not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system became unresponsive while loading exams. They were able to reboot and load the exam. When the rep went to the site for further troubleshooting and to delete the exams off the system, however, now when exiting, the system was stuck on no input detected. The system was rebooted, but it was still showing no input. It was noted that the computer fan is running, however the computer is beeping every two minutes. The digital visual interface (dvi) cable was re-seated and the computer was able to boot. There was no patient present when this issue was identified.